Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the top cover was broken off, the magnet was rusted and the board had corrosion. It was noted that it was not repairable and would be scrapped. Product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer was shut on the radiofrequency programmer head which cracked the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.